Manufacturer narrative:
The actual device batch number associated with this event is not known. Three possible batch numbers are reported as follows: batch 3263756, mfg date: 02/02/2009, exp date: 08/31/2011. Batch 3256805, mfg date: 01/14/2009, exp date: 08/31/2011. Batch 3263755, mfg date: 02/05/2009, exp date: 08/31/2011. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00217. The same patient is represented in each medwatch. Additional information: the actual device batch number associated with this event is not known. Three possible batch numbers are reported as follows: batch 3263756, batch 3256805, batch 3263755.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and atrophic vaginitis.